Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels, excessive no delivery alarms, and a low reservoir alarm on the insulin pump. Customer stated that his blood glucose went over 600 mg/dl and he changed to a new site and he changed to a new infusion set. Customer's blood glucose level was currently 345 mg/dl. Customer treated with the pump and did a bolus. Customer had no symptoms of high blood glucose levels. Customer was assisted with removing the reservoir and rewinding the pump. Insulin exited and pump settings were reviewed and found to be correct. Customer did not have a tubing clamp and will need to call back to continue troubleshooting once he receives the tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to treat per health care professional's instruction. No additional information provided.